Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device was recalibrated to address the issue. During the evaluation the device's flow sensor assembly was found to be cracked and was replaced to address the issue.